Event description:
Biomed technician reported this 6060 pump failed accuracy testing performed in lab. Testing failed by 10%. The accepted level of accuracy for this pump is +/-6%. No patient involvement has been reported at this time. Pump will be returned to baxter repair center for evaluation.